Manufacturer narrative:
A sample has been received, but the evaluation is not complete. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during surgery, suddenly air came through the infusion cannula into the eye. The surgeon had not made a fluid/air exchange (fax). The nurse changed the tubing set and that reduced the air a little, but no completely. The surgeon managed to finish the surgery with a delay of approximately 10 minutes, and without any complications for the pt.